Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was damaged. There was no reported adverse impact to customer's blood glucose level. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.